Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed assistance with setting up her device. Customer had an emergency room visit due to high blood glucose. Customer's blood glucose was 323 mg/dl. Customer's blood glucose at time of call was 248 mg/dl. Customer was not wearing the device just before the time of the emergency room visit. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.